Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that reservoir had issues. Customer reported that he went to change the set and had issues with air bubbles. Customer stated that he notice that there was partials in his vial before he did the set change and when he push the insulin back in it appeared to leave partials from the reservoir in the vial. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis